Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a cannula stitch in a coronary artery bypass graft procedure, the thread of the device broke. Surgeon grabbed a new suture of the same product to resolve the issue. No patient injury.